Event description:
Customer called to report a keypad issue. Customer stated that the up arrow and the esc and act buttons failed to work at times. Customer also stated the pump alarmed while changing the battery and that the pump was alarming during the call. The customer reported that the pump had been exposed to moisture in the past. The blood glucose reading was 127 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.